Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: rozhl. Chir. 1999, roc, 78, c, 8, s. 381-383. [(B)(4)].

Event description:
It was reported in a journal article with title: initial experience with plastic surgery of an inguinal hernia by the phs method. The purpose of this study is to describe a new method of tension-free repair of inguinal hernia using a prolen-mesh prolene hernia system (phs). Between sep1998 and mar1999, a total of 22 men [median age of 61.3 years (27 to 78 years)] with inguinal hernia [n=12 direct, n=8 indirect, n=2 combined (pantaloon)] were included in the study. The transversal fascia was split approximately 2 cm from the interior anulus and establish an approach to the preperitoneal area. The inlay layer of the mesh was introduced into the area. Connector fills up the interior anulus as well as wall defect in case of direct hernia and prevents the recurrence. Longitudinal part of the underlay layer of the mash is parallel to the inguinal ligament. Then a couple of sutures to fix the layer edges to the bottom of the canal. Postoperative complications included pain (n=?) Which diminished significantly in the following days, subcutaneous hematoma (n=1) which draining was done; and skin flush and subfebrilia (n=1) which antibiotics were administered during hospital stay, and patient healed as per primary intention. A new method for surgical treatment of the inguinal hernia by the phs method in a small patient group was discussed in this study. Plastic surgery enables easy and safe treatment of even significant groin defects with no strain and outstandingly low number of recurrences, it is not technically challenging and it seems to be an ideal solution for inguinal canal surgeries.